Event description:
Police responded to a pt not breathing and unresponsive on the floor. The device was connected to the pt with disposable defibrillation/ECG electrodes and powered on. According to the repoter, the device continuously alarmed connect electrodes and would not analyze the pt's rhythm. The rescure squad arrived with a manual defibrillator and transferred the pt to the hospital ed where he was pronounced. The reporter stated the device did not cause or contribute to the pt's death because the pt was not viable.